Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is related to information found as a part of the imaging review process performed during the investigation of an event involving a zenith alpha spiral-z endovascular leg device which is not sold in the u.s. And there is no similar device marketed in the u.s. According to the investigation findings for the previous event, thrombotic occlusion extends from the lateral distal main body graft, zenith flex aaa endovascular graft bifurcated main body, above the flow divider to the distal iliac leg. Per the image review, on the left, an occluded cook tfle leg extends from the contralateral limb to the distal left cia. The thrombotic occlusion extends from the lateral, distal main body graft above the flow divider to the distal iliac leg. There appears to be a severe 94-degree angulation of the proximal left cia, causing a partial kink in the tfle leg just after it exits the contralateral limb. A patent right-to-left femoral- femoral bypass graft provides retrograde perfusion to the iliac bifurcation and distal iliac leg. Impressions of the imaging reviewer: there is also a severe 94-degree angulation in the proximal left cia, resulting in partial kinking of the left tfle leg as it exits the contralateral limb. The exact cause of the previous left tfle occlusion cannot be determined from the imaging provided, but this could have been a contributing factor. This report addresses the occlusion in the contralateral limb of the main body (tffb). This report is also related to MFR report # 1820334-2018-02698 filed to report investigation findings of kinking and thrombus in left tfle.

Manufacturer narrative:
Investigation/evaluation. The device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided. A document based investigation has been performed. A review of the provided imaging, instructions for use, manufacturing instructions, and quality control data was conducted. A postoperative computed tomography (CT) study was provided. Per the image review analysis, there is laminar thrombus in the main body graft but a patent column of flow to the ipsilateral limb on the right. On the left, an occluded cook tfle leg extends from the contralateral limb to the distal left cia. The thrombotic occlusion extends from the lateral, distal main body graft above the flow divider to the distal iliac leg. There appears to be a severe 94-degree angulation of the proximal left cia, causing a partial kink in the tfle leg just after it exits the contralateral limb. A patent right-to-left femoral- femoral bypass graft provides retrograde perfusion to the iliac bifurcation and distal iliac leg. Impressions of the imaging reviewer, there is also a severe 94-degree angulation in the proximal left cia, resulting in partial kinking of the left tfle leg as it exits the contralateral limb. The exact cause of the previous left tfle occlusion cannot be determined from the imaging provided, but this could have been a contributing factor. Again, severe iliac angulation is outside of IFU for the tfle device. Lot information was not provided, thus a nonconformance and additional complaint search could not be performed. As this is a one device lot there are no other devices from this lot available for distribution. This device is shipped with our product IFU which states warnings, precautions and instructions for use. Per the IFU: vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. This complaint focuses on a male patient who underwent an endovascular repair (evar) in 2005. Based on the image review performed it was evident that thrombus was present in the left tfle leg and main body flex device along with a kink in the left tfle leg. This complaint focus is on thrombus observed in the mainbody flex device. Per the image review analysis, there is laminar thrombus in the main body graft but a patent column of flow to the ipsilateral limb on the right. Possible causes for thrombus formation could be iliac tortuosity, graft compression, change in the vessel diameter, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces and patients pre-existing conditions like occlusive disease/calcification causing a narrow lumen. Based on the information provided and image review analysis, a definitive cause for thrombus formation in the main body device cannot be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.